Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small, plastic particles inside of an intravia 150 ml container. The reporter stated that ¿some¿ of the particles had a black ink stamp on them. This was noticed during compounding with saline and fentanyl. The reporter stated that this solution was filtered before use with the container. There was no patient involvement. No additional information is available. This is report 23 of 48.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. The companion sample was filled with water and particulate matter was observed within the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.